Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). Analysis of the 9733858 found insufficient information. Analysis of the 9734252 found the tool was damaged. The handle was locked up from turning it too far in the releasing arm. They were able to break the handle loose and return the arm to the apparent normal function. However, the vertek arm failed. The arm should be able to hold a downward force up to 14 pounds but failed at 7.3 lbs. The arm should also be able to hold with a sideward force up to 10 pounds but failed at 8.4 lbs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while in outside of procedure. It was reported that the articulating arm gets jammed when it is unlocked. The user needs to loosen it with a hammer. There was no patient present when the issue occurred.